Event description:
It was reported that the insulin pump had cracks near the battery compartment and near the reservoir window. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit was received with a cracked case at the battery tube threads; however, no cracks at the reservoir or reservoir window were noted. The unit was also received with a minor scratched liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.